Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a falsely elevated architect stat troponin-I assay result generated for one female patient on an architect i1000sr analyzer. An initial result of 0.015 ng/ml was obtained (the customer uses a cut-off value of 0.010 ng/ml for female patients). The sample was retested twice and each time generated a result of less than 0.010 ng/ml. Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
Returns were not made available from the customer site for this evaluation. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. Accuracy testing was performed using a retained kit of lot 60820un14 against a panel that uses the same matrix as patient samples used for testing during manufacturing. All results met the specification of 0.23 to 0.43 ng/ml, which indicates acceptable product performance. The architect stat troponin-I assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue is related to one discreet patient sample. No additional issues were identified.